Event description:
The customer stated that she had received some control test results that were high, out of specification. While troubleshooting, the customer performed a control test and received a result of 227 mg/dl. The normal control range was 95-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.